Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loop recorder had a long false episodes due to undersensing. Upon review, the pause episode did not look physiological. The device might have been losing contact with the pocket causing the false episode. The patient was stable and would continue to be monitored.